Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra sheath, angiographic catheters, a balloon guide catheter, a non-penumbra catheter, a non-penumbra microcatheter, and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the physician placed the sheath in the right common carotid artery (cca) and advanced the balloon guide catheter and angiographic catheters. The physician then injected contrast to reveal an occlusion in the proximal cca with a tortuous aorta and type iii aortic arch. While advancing the balloon guide catheter to the proximal cca, the physician experienced difficulty and decided to change to another catheter, microcatheter, and guidewire. Aspiration was then initiated using the flow arrest technique, and the external carotid artery (eca) was opened to reveal extensive thrombi. The physician then noticed that the catheter seemed compressed and therefore, it was removed. The physician then advanced the red72 with the microcatheter over the guidewire through the sheath and balloon guide catheter to the proximal ica occlusion with difficulty due to the stenosis. Aspiration was then initiated and after five minutes under aspiration, the physician decided to remove the red72 due to no blood backflow. Upon removal of the red72, the physician noticed that approximately 15 centimeters from the distal end of the red72 fractured in the ica and the proximal right subclavian artery. It was reported that the balloon guide catheter was pushed back to the subclavian artery, leading to a kink and fracture of the red72. The physician then attempted to remove the distal segment of the red72 via the brachiocephalic artery and the cca; however, it was not possible to place the sheath in the proximal cca. The physician performed an ultrasound-guided puncture of the brachial artery and positioned the sheath. A snare device was then advanced, and while retrieving the distal segment of the red72, the fragment became stuck in the brachial artery. Therefore, the physician removed the sheath containing the distal segment of the red72. The physician then performed a diagnostic run in the left cca and left subclavian artery using an angiographic catheter and determined that it was not possible to access the left vertebral artery due to the tortuous anatomy. It was observed that the cross-flow was restored over the anterior communicating artery (acom); however, the left vertebral artery showed a persistent trigeminal artery that filled the entire right mca territory. Due to the difficult access conditions, further attempts at recanalization were not made. The procedure ended at this point. It was reported that the patient would return in three months to receive a modified rankin scale (mrs) score.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 1 MFR report: 3005168196-2024-00182. 1. Section d. Box 4. Unique identifier. Emboli is included as a possible complication in the instructions for use (IFU) for the penumbra system. Evaluation of the returned red72 confirmed that the catheter was fractured and revealed stretching along the distal fractured segment. If the red72 is retracted against resistance, damage such as stretching, and a subsequent fracture may occur. Based on the reported event, the reported tortuous patient anatomy and the ovalization at the distal end of the non-penumbra balloon catheter may have contributed to resistance during the procedure. During evaluation, a demonstration red72 was unable to advance through the non-penumbra balloon catheter due to the ovalization on the distal tip. Further evaluation of the returned red72 revealed kinks along the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.